Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of an 82mm diameter aaa. It was reported the patient was treated for a type 2 endoleak coiling ima and lumbar branches on an unknown date. It was reported during a routine follow up approximately 114 months post index procedure, what appeared to be a type ii endoleak was observed on CT. Intervention was performed where the right and left limbs were extended with an etlw1620c124e an angio was then taken which showed no apparent endoleak. The catheter was then pulled into the main body of the stent graft which seemed to show a type iiib endoleak. An aui device was then implanted and a talent occluder was used to occlude the left iliac and the procedure was completed. As per the physician the cause of the event could not be determined no additional clinical sequalae were reported and the patient is fine

Manufacturer narrative:
Product analysis conclusion; the reported endoleak was confirmed on the films received; however, the type or cause of the event cold not be fully determined. The anatomy at implant is unknown and earlier post-implant films were not provided for comparison. Angiograms with additional interrogation could allow for a more comprehensive determinations of the endoleak source/cause. Analysis of the returned films did not reveal any obvious anatomical anomalies that may have led to the reported type iii endoleak (e,g, calcification) and did not reveal any obvious out of specification stent graft integrity issues. While a type iii fabric endoleak cannot be fully ruled out, this appears most likely to have been a type ii endoleak due to patency of a collateral vessel. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.